Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced pain and tenderness at the thoracic lead incision site regardless of stimulation since implant of the system . Reportedly, pain creams and a course of steroids did not provide resolution. As such, a CT scan was performed and revealed no anomalies. Follow-up identified reprogramming was attempted to no avail as well. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified the issue resolved.

Event description:
Follow-up identified surgical intervention was undertaken wherein the lead was explanted and replaced with two new models.